Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 52 mg/dl. Customer states she trying to give a bolus and the device alarmed. Customer stated it was pretty hot and the buttons wouldn't work. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.